Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the use of the ventilator, there was an alarm of air leakage. After judging, the endotracheal intubation balloon leaked, and the tidal volume could not reach the therapeutic purpose, so it was given to pull out and re-intubate.